Event description:
The stent would not deploy. The catheter with the stent exposed was removed with no reported harm to the patient. Another stent was placed without issue. Manufacturer response for vascular stent, 8-10 mm x 6cm x 2cm gore viatorr tips endoprosthesis stent graft w/ controlled e (per site reporter).